Event description:
It was reported that the customer experienced intermittent signal loss between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, with the sensor reconnecting by the time of the call and the customer requesting replacement through dexcom. No adverse clinical symptoms reported. Outcomes included no medical intervention and no hospitalization. User support included basic troubleshooting and education by support personnel and transfer to the cgm manufacturer for further handling. Investigation of this case revealed a communication loss between the cgm transmitter and the ilet without evidence of device damage or user injury. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication issue related to cgm-to-receiver connectivity.